Event description:
Caller reported a malfunction on pump with no notable events occurring prior. There was no adverse impact to customer's blood glucose level. Customer planned to use mdi as backup therapy, and tandem technical support sent a replacement pump to be received with updated software. Customer was advised to return malfunctioning pump to tandem using provided return box and label within 10 days to avoid charges. Instructions were given on putting the pump into storage mode and programming new pump settings, which customer understood and acknowledged.